Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed dripping out of the infusion set tubing during the load fill tubing sequence resulting in a minimum fill notification occurring. There was no reported impact to the customer's blood glucose. Reportedly, a new cartridge was filled and loaded successfully.